Event description:
It was reported that the nurse had a patient on the arctic sun device in hypothermia. The target temperature was 33c. At the start of nurse shift, patient was 32.8c. The patient temperature had been slowly rising and reached 33.8c, current patient temperature was 33.6c. Mis confirmed with nurse that they have 4 large pads on patient. The water temperature was 11.1c, flow rate was 2.5l/min, outlet monitor temperature (t1) was 11.1c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 11.8c, chiller temperature (t4) was 2.8c, inlet pressure was -7psi, mixing pump command was 18 percentage and circulation pump command was 64 percentage. Mis informed nurse that the device appeared to be working appropriately. Mis explained to nurse based on the outlet control temperature (t2) and inlet temperature (t3) value, it appeared that the patient was generating some heat. Nurse stated that there was no visible shivering. The device was making cold water to compensate and lower the patient temperature. Mis explained the graph and the water temperature was trending with the patient temperature to keep patient close to 33c. Mis informed nurse the device did have a 0.5c tolerance. Mis informed nurse to check their protocols and consider counter warming measures. Per follow up information received via phone on (B)(6)2023, nurse stated that issue was resolved during the call and patient was able to continue therapy. No patient injuries. Device working fine.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the nurse had a patient on the arctic sun device in hypothermia. The target temperature was 33c. At the start of nurse shift, patient was 32.8c. The patient temperature had been slowly rising and reached 33.8c, current patient temperature was 33.6c. Mis confirmed with nurse that they have 4 large pads on patient. The water temperature was 11.1c, flow rate was 2.5l/min, outlet monitor temperature (t1) was 11.1c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 11.8c, chiller temperature (t4) was 2.8c, inlet pressure was -7psi, mixing pump command was 18 percentage and circulation pump command was 64 percentage. Mis informed nurse that the device appeared to be working appropriately. Mis explained to nurse based on the outlet control temperature (t2) and inlet temperature (t3) value, it appeared that the patient was generating some heat. Nurse stated that there was no visible shivering. The device was making cold water to compensate and lower the patient temperature. Mis explained the graph and the water temperature was trending with the patient temperature to keep patient close to 33c. Mis informed nurse the device did have a 0.5c tolerance. Mis informed nurse to check their protocols and consider counter warming measures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.